Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the message or menu on the insulin pump's display did not appear. Customer's blood glucose level was 3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display noted. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.